Event description:
It was reported that patient presented to the clinic with suspected lead issues. Evaluation of the lead revealed multiple noise anomalies and increased thresholds. It was later noted that the active fixation screw was in the diaphragm. Noise was reproducible when the patient took deep breaths. The lead remains implanted. Nor further information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Following fields deleted: user classification.

Event description:
New information received states the lead wa s capped and replaced. Lead fracture was noted. The patient condition was fine during and after the procedure.